Event description:
I got an elvie double. One of the elvie pumps makes a clicking noise. I contacted the manufacturer as product is still under warranty. The manufacturer refused to follow up and investigate and assist in resolving matter and kept closing the complaint within days. FDA safety report ID # (B)(4).

Event description:
I got an elvie double. One of the elvie pumps makes a clicking noise. I contacted the manufacturer as product is still under warranty. The manufacturer refused to follow up and investigate and assist in resolving matter and kept closing the complaint within days. FDA safety report ID # (B)(4).